Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported left side rupture, silicone bleeding, and pain in the breast area. Explanting physician reported asymmetry and pain. Device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Pain: unable to observe, since it is not related to the device. No additional observations were carried out. No further actions are required, as no manufacturing issues are observed.

Event description:
Patient reported, rupture. Silicone bleeding and pain in the breast area. Device has been explanted. Record relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, rupture. Silicone bleeding and pain in the breast area. Device has been explanted. Record relates to the left side.

Manufacturer narrative:
Device history record could not be requested due to insufficient device information.

Event description:
Patient reported rupture, silicone bleeding, and pain in the breast area. Device has been explanted. Record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a, d6b.

Event description:
Patient reported left side rupture, silicone bleeding, and pain in the breast area. Explanting physician reported asymmetry and pain. Device has been explanted.

Event description:
Explanting physician reported asymmetry and pain.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.